Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j370 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j370 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. A photograph was provided by the customer for evaluation. The complaint kit was not returned for investigation. Review of the provided photograph verifies the centrifuge bowl broke as blood splatter is visible on the centrifuge chamber walls, and pieces of the centrifuge bowl are located at the bottom of the centrifuge chamber. Further review of the photograph determined that the base of the centrifuge bowl is still contained within the bowl holder, indicating the outer bowl had separated from the bowl base. There is a piece of the outer centrifuge bowl still attached to the bowl base likely indicating that the break occurred in the outer bowl material and not at the weld between the outer bowl and bowl cover. A material trace of the bowl assembly and its components used to build lot j370 found no related non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely due to a separation of the outer bowl and bowl base; however, the cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 240 ml of whole blood had been processed when the centrifuge bowl broke. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was stable. The customer returned a photograph for investigation.